Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "remove infected mesh"; however, medical records were not provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husd0786 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "remove infected mesh"; however, medical records were not provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with infection and hematoma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hematoma as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: d4 (expiry date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol ventralex hernia patch mesh, reference number: (B)(4), lot number: husd0786 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2008: patient was diagnosed with incarcerated incisional hernia thereby underwent open hernia repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was dissected and opened, a large amount of omentum in the sac was noted. It was adherent to the sac; the sac was excised. A ventralex patch was placed." On (B)(6) 2008: patient was diagnosed with post operative hematoma thereby underwent open repair. Per operative notes, "large amount of old blood was expressed from the wound. The mesh was not exposed and no drainage was seen." On (B)(6) 2009: patient was diagnosed with infected mesh thereby underwent removal. Per operative notes, "the inflamed fascia was excised exposing the mesh. The mesh was completely removed." Attorney alleged that the patient had abscess, adhesions, infection, pain, hernia recurrence, removal surgery, debridement and emotional injuries.